Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported during the procedure, the valve was implanted and then observed to be leaking cerebrospinal fluid through the top of the valve. The device was explanted and replaced with another valve. The patient's status at the time of the report was alive-no injury.